Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with degenerative disc disease underwent unspecified spinal procedure at levels l2-s1. Intra-op, as the surgeon was advancing the screw, the tip of the driver broke off into the head of the screw. No fragments remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.